Event description:
It was reported that the handpiece was reading as overheating on the console during a routine maintenance visit and in a non-sterile environment. There was no patient involvement. This did not occur during a procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion in the motor and rotor. Those parts were replaced along with the press plug and other components. Service repaired and returned the device to the customer.